Event description:
The physician attempted arteriotomy closure with the perclose a-t device (the closer ak) after an interventional procedure. A femoral angiogram was performed to confirm the condition of the vessel and placement in the common femoral artery. The insertion went without difficulty. The foot was deployed and apposed to the vessel wall until pulsatile flow stopped. Needle deployment and retrieval occurred without difficulty. The foot was parked. It was reported that some resistance was encountered while pulling back the device. When the foot pocket was visible, "tissue" was noted between the closed foot and the foot housing. The device was then removed. It was reported that a "4mm medial layer of the femoral artery" came out with the device. Hemostasis was not achieved with the device or with manual compression. The pt was taken to surgery for repair of the artery. The sutures from the device were removed and there was no visible knot in the artery. The pt recovered from the surgery without any further sequelae and was subsequently discharged in 2003.